Event description:
It was reported that during operation of the mammo senix 600t, the operator tried to move the arm vertically. The arm fell down because the two suspension cables broke. The safety device didn't stop the arm from sliding down. The tube head contacted the pt, breaking the pt's nose.